Manufacturer narrative:
(B)(4). The device has been received for evaluation, however evaluation is not complete. A f/u report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The device was returned for service. During service by baxter, a cracked door latch was found. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact is available.